Event description:
Caller reported that pump battery depleted too quickly, leading to a temporary shutdown of the pump. There was no adverse impact to the customer's blood glucose level, as it stayed within normal range. Customer was instructed to uninstall and reinstall the mobile app, and to monitor battery depletion, following up if it exceeded 35% per day. Customer understood the instructions and resumed insulin delivery.